Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited infection. There were no adverse patient effects reported. This crt-d was explanted.